Manufacturer narrative:
Concomitant medical products: product ID: 5054-58 was implanted on (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had lead failure occur due to confirmed lead fracture. It was further reported that the right ventricular (rv) lead had lead failure due to over-sensing during high rate episodes. Both the ra lead and rv lead were capped, stump treated and replaced. No patient complications have been reported as a result of this event.